Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "two suture boxes were used and multiple sutures were attempted". If possible, could you please confirm the number of devices in which the needle popped off the suture? 2 eaches total pulled 1 from 1st box and needle pooped off. Pulled the 2nd suture from a second box (same lot and expiration date), also popped off. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. C-section, when placing suture on the needle driver it popped off. Were there any patient consequences? No please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). L&d manager value analysis admin assistant. Only one defective suture was kept. Return box with defective product shipped on 2/12/26 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an c-section procedure on an unknown date in -2026 and suture was used. The needle pops off from the suture material. No reported patient consequences. No further information was provided. Additional information has been requested.